Manufacturer narrative:
The clinician reported multiple implant failures, corresponding to different patients. No further clinical information was supplied in this complaint. The clinician complaint included the following products: cat#, lot: isps1038, 7742002. Isps1042,7722038. Isps1042, 7731941. Manufacturer's trend analysis show that implant failure is a low-rate adverse event, which is common for endosseous dental implants in clinical use.

Event description:
Dental implant failure.